Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The caller did not know the blood glucose reading. The customer stated that he was priming and held the act button down in an attempt to fill the tubing leading up to the alarm. He noted that the insulin pump also alarmed, indicating a motor position encoder error, following the motor error alarm. The most recent blood glucose reading was 282 mg/dl on the night prior to the call. Advised replacement of the insulin pump. Nothing further reported.